Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the small battery drive device had ¿no power." It was not reported that the malfunction occurred during surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was not reported that there was patient or user injury. The exact date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.